Event description:
A report was received that the patient was experiencing discomfort at the ipg site as it was rubbing on her pant line. During a revision procedure, the physician moved the ipg site to a more comfortable location. The patient is reportedly doing well.